Event description:
The customer reported that a red x appears and disappears. No additional information is currently available. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.